Manufacturer narrative:
The t:slim x2 user guide states: "the resume pump alarm occurs when you select "stop insulin" from the options menu and insulin delivery has been stopped for more than 15 minutes." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. During troubleshooting, tandem technical support (cts) instructed the customer to disconnect tubing from the site, tighten the luer lock, and prime for any gaps of air in tubing, hold the tubing down toward the ground and deliver a 5 units prime; customer stated drops of insulin were visible. The customer changed supplies and was successfully able to resume insulin delivery. Additionally, it was reported that the customer received multiple resume pump alarms. Cts verified that the reason for the alarms were because the customer was not resuming insulin delivery after supplies were changed. The customer reported a blood glucose (bg) level of 256 mg/dl. Customer was successfully able to resume insulin delivery and addressed impacted bg level with a correction bolus via the pump. During follow up, it was indicated that the customer's bg level stabilized it 135 mg/dl.